Event description:
The subject devices was implanted in 1999 during an anterior cervical discectomy and fusion of c5-6 and c6-7. X-rays from 3/10/00 found the device to be fractured at the c6-7 level. Final disposition of the device is unknown at this time.